Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had experienced pain at the site of implant. The atrial lead had been previously capped on (B)(6) 2006 for unknown reasons. The lead was explanted on (B)(6) 2015. No further information was available.